Event description:
Boston scientific received information that this implantable cardioverter defibrillator exhibited a monitoring voltage of 2.6 volts, and a charge time of 16.5 seconds. This patient will be followed up in a few months to assess the long charge times. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory anlaysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, this ICD was returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Subsequently, a follow-up was performed, and the charge time was noted to be 16.2 seconds. This device remains in service, and patient will undergo normal follow-ups.